Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye on (B) (6)2010. The lens was explanted on (B) (6)2010, due to inadequate vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery, (B) (4).